Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 3 august 2015: added (B)(6) reference (B)(4) and added reason for revision as alval / soft tissue reaction and updated hospital details. Added srom stem, srom sleeve and taper sleeve details. Added expiry dates for cup and head. Taken from original claimsuite 29 july 2015 and reply to query 1.

Event description:
Asr revision, asr xl, right. Reason(s) for revision - no harm information provided. Bilateral see (B)(4) for left side.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 10 september 2015: correcting revision date to (B)(6) 2013. Taken from query 3, 2nd reply.